Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient reported that since 2013, felt abdomen beat with heart beat with impact on sleep. In 2013, patient had programming check and was informed by physician the atrial lead exhibited poor sensing. Physician adjusted the device and shut down the atrial lead function, patient still had the feeling, reason unknown. The remaining implantable pulse generator (ipg) battery voltage was approximately one year. The patient called customer service to assist in program check and solve the atrial lead problem. No additional information is available. The ipg and atrial lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.